Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed called about 800.8000 errors on the 8015 log only. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: let biomed know that the 800.8000 error is a software issue with timing. This also can be induced by pressing of two keypad buttons at the same time. If this is a hard error recommend to reflash the unit. If reflashing the unit fails, the logic board will need to be replaced. Emailed a copy of the medical device safety notification for system error 255-16-275. Biomed will run a pm and call back if any other issues appear. (B)(4).